Manufacturer narrative:
The product was not returned for evaluation. It was reported that the cannula had pulled out of the infusion site. A dislodged cannula could interrupt insulin delivery and may lead to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: cat45e/cat45f; 15546-aw rev d 06/2016. Using the pod 5 / page 54: warning: check the infusion site after insertion to ensure that the cannula was properly inserted. You should check your blood glucose 1.5 to 2 hours after each pod change and check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result. Verify there is no wetness or scent of insulin, where as may indicate the cannula has dislodged. Using the pod 5 / page 44: warning: because insulin pods use only rapid-acting insulin, users are at increased risk for developing hyperglycemia (high blood glucose) if insulin delivery is interrupted. Checking your blood glucose 7 / page 98: warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that patient¿s blood glucose (bg) levels reached 26.6 mmol/l (479 mg/dl) while wearing the pod for over 48 hours on the back. Patient woke up feeling sick and reported that it felt like the cannula was scratching her. Patient's mother looked at the site and noted that the adhesive was wet with insulin and was peeling up. She also observed that the cannula had dislodged from the infusion site, as it was no longer in her daughter's skin. As treatment, they replaced the pod with a new one and immediately administered a correction bolus. Patient also drank three to four cups of water. A little drop of blood was also observed at the site.

Manufacturer narrative:
The pod was returned to the manufacturer for a device evaluation. No issues noted that would cause the cannula to dislodge, a bleeding/bruised infusion site or high blood glucose levels. Due to the adhesive pad having been worn, the original state of the adhesive pad could not be determined. The reported events could not be conclusively determined.